Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was asked if recalls any significant events leading to the alarm. The customer response is no significant events. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per healthcare provider instructions.

Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. No button error alarm noted. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.